Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, an incident occurred wherein the specialist was utilizing a 2.5 mm diameter drill bit (length 110/85 mm, two cutting edges, quick-release attachment) which fractured while drilling was in progress. A prompt resolution was implemented by retrieving the fragments of the broken bit and providing the specialist with a replacement bit of identical specifications which was also included within the surgical set. This enabled the successful completion of the surgery without adverse effects on the patient or any disruption to the surgical timeline.